Event description:
The patient reported that the generator has moved up her chest and is under her left collar bone. The patient reported that it was less than a finger width from the collarbone. There was no injury to the area that could have caused or contributed to the location of the generator. It was reported that the patient has been seen by the physician said the generator is up too high and needs to be repositioned. The position of the generator has become more uncomfortable for the patient. It is unknown if the surgery will be performed for patient comfort or to preclude a serious injury. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent repositioning surgery on (B)(6) 2014. The surgeon noted that the suture had come undone and was still in the area. It was reported that the surgery was performed for cosmetic reasons and due to the resulting soreness from the device. The surgery was not performed to preclude a serious injury. No additional relevant information was provided. The patient had not yet been seen following surgery.